Event description:
A customer observed repeated negatively biased troponin I quality control results for one of three control fluids. No patient samples were being tested the day of this event. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation into this event is ongoing. Fluids that contain troponin I at levels below 0.2 ng/ml show a negative bias. Fluids above 0.2 ng/ml do not produce biased results. The troponin I cut off for myocardial infarction is 0.4 ng/ml. The failure analysis to date has determined that only one reagent lot is implicated in the malfunction. The root cause of this event is unk.